Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the emergency medical services were call on an unknown date due to low blood glucose level of 19 mg/dl. The customer was given glucagon shots afterwards blood glucose came to 127 mg/dl. The customer reported that they had doubled the dose which caused low blood sugars. The customer declined troubleshooting for low blood glucose levels. It was unknown if the insulin pump was on auto mode at the time of incident. The insulin pump will not be returned for analysis.